Manufacturer narrative:
A field service engineer (fse) called and advised the customer to inspect the tube and the test cup sensors; no abnormalities were noted. It was noted that the sensor was able to sense a test cup but not a primary tube. Inspection of the specimen racks revealed missing prongs in some positions. The customer replaced the damaged specimen racks and processed samples. No further errors appeared. The aia-900 returned to operation. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), 14oct2018 to aware date 14nov2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [ns] measurement cannot take place because there is no specimen (container). Print and display (rate value): becomes blank. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a. The probable cause of the issue is attributed to damaged specimen racks.

Event description:
A customer reported no sample (ns) flags on all samples while operating on the aia-900 analyzer. Ns indicates that measurement cannot take place because there is no specimen (container). The customer rebooted the system prior to calling but that did not resolve the issue. Further troubleshooting steps were performed without success. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth), troponin I (ctnl2), and beta-human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.